Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. One sample received. Visual inspection found and confirmed reported issue - tubing detached from the stopcock. According to the drawing tubing and the stopcock have to be glued together (using dichloromethane / cyclohexanone (50/50)). Disconnection was caused by missing glue in joining area (no glue was applied during assembly). Production was informed about customer complaint and stated issue to prevent occurrence in the future. Device history record review was not performed as the lot number was not provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the weld for the tube and connector has not held on. No patient injury reported.